Event description:
While the surgeon was addresing a humeral fracture by implanting a polarus rod with interlocking screws, one of the screws broke leaving 5mm of the screw tip in the patient's body. The screw is manufactured from implant grade titanium. In addition, the surgeon did not use a tap instrument which helps to carve a path for the screw so that less force is necessary to install the screw.